Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo reading - black chemistry observed. Most likely root cause of black chemistry is due to improper storage.

Event description:
Customer complains of "lo" results. Customer's mother states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-180mg/dl fasting. Verified test strips expire 07/31/2017.test strips storage and opened vial date were not disclosed. Reviewed meter memory: 1:lo mg/dl (B)(6) 2015 04:00:00 pm fasting:no. 2:103mg/dl (B)(6) 2015 11:39:00 pm fasting:no. 3:117mg/dl (B)(6) 2015 12:28:00 pm fasting:no. 4:83 mg/dl (B)(6) 2015 10:41:00 am fasting:no. 5:91 mg/dl (B)(6) 2015 11:45:00 pm fasting:no. Customers concern:lo. Customer mother called on her daughter's behalf requesting assistance to test stating that meter was displaying e9. In effort to verify error, customer inserted a test strip and attempted to test, but meter displayed lo. Mother nor daughter could verify the open date on the test strips vial. As per mother customer have not tested for a while and does not log readings. Collected meters memory and results dates back to the (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer's mother states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-180mg/dl fasting. Verified test strips expire 07/31/2017. Test strips storage and opened vial date were not disclosed. Reviewed meter memory: lo mg/dl (B)(6) 2015 04:00:00 pm, fasting: no. 103mg/dl (B)(6) 2015 11:39:00 pm, fasting: no. 117mg/dl (B)(6) 2015 12:28:00 pm, fasting: no. 83 mg/dl (B)(6) 2015 10:41:00 am, fasting: no. 91 mg/dl (B)(6) 2015 11:45:00 pm, fasting: no. Customers concern: lo. Customer mother called on her daughter's behalf requesting assistance to test stating that meter was displaying e9. In effort to verify error, customer inserted a test strip and attempted to test, but meter displayed lo. Mother nor daughter could verify the open date on the test strips vial. As per mother customer have not tested for a while and does not log readings. Collected meters memory and results dates back to the (B)(6) 2015. Adverse event not reported.